Manufacturer narrative:
Product ID neu_unknown_lead lot#, product type lead. (B)(4).

Event description:
It was reported that the patient was not able to feel any stimulation during the implant procedure. It was noted that the impedances "were within normal limits." It was noted that the manufacturing representative increased the stimulation up to 9v and confirmed that the stimulation was on. It was noted that the patient's lead was "placed in the posterior, where the trial lead was placed." It was noted that the patient "had a great trial and felt great stimulation." Additional information received reported that the physician "decided to send the implant to a neurosurgeon." It was noted that the "patient was not getting any stimulation after checking the impedances and switching out the external neurostimulator (ens), as well as checking to make sure the physician was in the epidural space." It was further noted that the patient's implantable neurostimulator (ins) was not implanted and the "neurosurgeon had not been finalized." The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.